Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the, the evis exera iii xenon light source had no image. Troubleshooting efforts were made and the customer was instructed to clean the contacts on the scope connector of the light source. After doing so, the scopes were tried again and they worked. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the evis exera iii xenon light source had no image. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for a diagnostic colonoscopy procedure that was completed with a similar device.